Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Images and a video was provided from the field, images of the deformed device and labeling were provided, as well as a video of the device deploying into a deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6). 2025, a 30-25mm amplatzer talisman pfo occluder was chosen as an implant using a 9famplatzer talisman delivery system. During the procedure, when the device was advance it conformed into "chalice" (bowl-like shape). The physician removed the device and placed it in warm saline solution, after which the device returned to its original configuration. The device was implanted with no complications. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment, and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.